Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of inability to interrogate some devices but did confirm that the system fan was noisy. The solder connections of the link electronic module (lem) board connectors were inspected and it was deduced that the lem printed circuit board did not need to be replaced. The software was reloaded and updated as a preventive. The noisy system fan was replaced. It was additionally noted that the left keyboard hinge, rails, and stylus tip were broken and the stylus was not functional. All were replaced and the stylus calibrated. The keyboard slide was missing and it was replaced. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer fan was broken and it was not interrogating some implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.